Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, power distribution did not stop when the antenna was completely removed from the patient after ablation of root. Error did not occur, and the power output was stopped manually. Ablation was conducted 4 times, and the reported issue occurred every ablation performed. The procedure was completed without further issue. There was no patient harm.